Event description:
Pt underwent right hip arthroplasty with implant of prosthetic hip socket. Development pain in hip/groin which ultimately required revision of arthroplasty. In both cases, the same co's socket was used. Surgeon was informed that both those sockets' lot numbers were among those recalled by the company for concerns about manufacturing residue left on socket that may cause adverse reactions and eventual hip failure. Sockets from the subject lot numbers have been implanted into at least 6 add'l pts, some of which may be showing signs of adverse reactions.